Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 430mg/dl, with difficulty waking up, and polydipsia, associated with an alleged loss of prime issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump would not stay primed. The cartridge cap would not attach due to damage in the cartridge compartment. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.